Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver passed checkout procedures but shows a compressor malfunction alarm when supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver without any adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a compressor malfunction alarm, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The electronic patient data file was reviewed and revealed two single compressor malfunction alarms that occurred during driver startup. Alarms which occur before full system startup are announced after the graphical user interface has been completed which can be after the patient is connected to the driver. During investigation testing, the customer-reported single compressor malfunction alarm was reproduced. The root cause was determined to be a malfunction of the left compressor. Syncardia has an open corrective and preventive action (CAPA) for single compressor malfunction alarms associated with booting up the companion 2 driver with drivelines disconnected from the tah-t. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the companion 2 driver passed checkout procedures but shows a compressor malfunction alarm when supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver without any adverse patient impact.